Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
C ring of liner trial was detached during procedure and remain in patient. After surgical procedure, it was confirmed to remain it by x ray. So it was removed out of patient body surgically. The surgeon doubted it may be occurred during hitting a liner trial. Update: delay was 30-60 minutes.